Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the insulin pump was unable to prime during the prime test due to faulty force sensor system. No motor error alarms noted. The motor was tested outside the device and it passed. The insulin pump had minor scratches on lcd window, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer had reported multiple motor failure alarms on the insulin pump, and the customer now wished to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)